Manufacturer narrative:
The freestyle librelink complaint was investigated and determined that there were no issues with the librelink application that would have led to the complaint. The customer reported no message appears and slow response. Attempted to replicate the user¿s complaint using samsung galaxy note 8 (android 9, 2.8.4.9335) and successfully receive high/low glucose alarm and the system functioned as intended. The user complaint could not be reproduced. Therefore, this complaint is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message issue was reported with the abbott diabetes care (adc) device in use with an samsung galaxy a10 phone with android operating system version 11. Customer received "no error message / slow response of the application" and was unable to obtain readings. As a result, customer experienced "tremor", "sweat", "pale", and was unable to self-treat, requiring third-party treatment of "coca-cola and chocolate cake" by a non-healthcare professional. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Extended investigation is pending at this time. A follow up will be submitted once additional information is obtained. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message issue was reported with the abbott diabetes care (adc) device in use with an samsung galaxy a10 phone with android operating system version 11. Customer received "no error message / slow response of the application" and was unable to obtain readings. As a result, customer experienced "tremor", "sweat", "pale", and was unable to self-treat, requiring third-party treatment of "coca-cola and chocolate cake" by a non-healthcare professional. There was no report of death or permanent impairment associated with this event.